Event description:
A malfunction alarm was reported with the code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer experienced this malfunction multiple times and, following instructions from technical support, agreed to use a backup insulin therapy, put the pump into storage mode, and return it within ten days for a replacement.